Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. The lens remains implanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 19.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was also reported that there were no patient complications and the patient's visual acuity was 20/70. The patient is unhappy with their vision greater than 3 months from their surgery date. The doctor does not plan to explant the lens at this time. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information: additional information received indicated that there was no patient injury in either eye. The patient complained of blurry vision. There was no secondary medical or surgical procedure performed the doctor. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.